Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease. Complications reported included death, pericardial effusion, acute kidney injury, tissue damage, recurrent mr, prolonged hospitalization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "prognostic impact of supranormal lvef following mitral valve teer in patients with secondary atrial mr" was reviewed. The article presented a retrospective multi center study, to evaluate the prognostic impact of snlvef in patients receiving teer for secondary atrial mitral regurgitation. Devices mentioned include mitraclip. The article concluded that snlvef emerged as an independent predictor of increased mortality following teer for secondary atrial mitral regurgitation vs normal lvef. [The primary author and corresponding author was (B)(6). The time frame of the study was april 2018 to june 2023. A total of 529 patients were included in this study, of which 529 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease. (B)(4), unk mitraclip peri- and post-procedural complications included death, pericardial effusion, acute kidney injury, tissue damage, recurrent mr, prolonged hospitalization, single leaflet device attachment.